Event description:
Per the clinic, the patient experienced poor retention and swelling at the magnet site (date not reported). Subsequently, the patient was treated with oral antibiotics for a duration of 2 weeks. (Specific date not reported).